Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated the alert settings are delayed. The patient stated they felt low and when he looked at the dexcom continuous glucose monitor (cgm) on his phone, he was well below the urgent low setting; however, the alert did not sound. The patient did not provide further event details. No additional patient information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.